Event description:
Phlebotomist drew an inpatient with a syringe and used a transfer device to put the blood into the blur top tube. Once she removed the tube from the transfer device, the needle attached to the transfer device stayed in the top of the tube.